Event description:
Swabs are placed into the tube with solution after administering the test, not prior -site coordinator advised they also experienced a strong odor after opening the swabs and administering the tests. All participants advised after the test nostrils were burning and also got a headache after test was administered. One participant advised they had a runny nose after the test was administered. Pbs tube did not leak; there was enough pbs in the tube to saturate the swab. Additional information received from a reporter on (B)(6) 2022. FDA safety report ID# (B)(4).